Event description:
It was reported that a new user of the ilet bionic pancreas experienced hyperglycemia with increased insulin usage of approximately 70 units over 18 hours, consistent with his typical daily total, and a small air bubble was observed in the infusion line along with visible blood under the site adhesive without pain or tenderness; the user performed a tubing fill and changed the infusion site with guidance, after which insulin delivery was resumed. Symptoms included high glucose reaching 350 mg/dl following a recent meal. Outcomes included return to target range with a subsequent glucose of 135 mg/dl and no hospitalization. Investigation included supply checks, review and reinforcement of cartridge filling and infusion set procedures, performance of a fill tubing to address the air bubble, and guided site change due to suspected infusion site issue. Investigation of this case revealed hyperglycemia of unclear cause with potential contribution from infusion set or line integrity, as evidenced by the air bubble and blood under the adhesive, with resolution after corrective actions. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.